Manufacturer narrative:
Date of event: exact date unknown, event occurred over the last six months from date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg and the patient was no longer getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.